Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2016 phone call, (B)(6) 2016 e-mail, and (B)(6) 2016 phone call. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced, and the unit was returned to service.

Event description:
The hospital reported unwanted positive end expiratory pressure during mechanical ventilation of a patient. The unit was switched to manual ventilation. No reported patient injury.